Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had an off no power alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed off no power without a low battery alert warning. No significant event leading to off no power alarm was observed. The customer was advised to monitor and call back if issue recurs. The insulin pump is not expected to return for analysis.